Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 10 mg/ml, sufentanil 440 mcg/ml and clonidine 1000 mcg/ml (doses were unknown) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2017. It was reported the patient went through withdrawals was "sick and feeling terrible¿. A motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). The pump status and/or event log report motor stall occurred; stopped pump period may exceed tube set; multiple motor stalls and recoveries. The pump was replaced (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2017-11-07 additional information was received from a healthcare professional (hcp) via a company representative. The cause of the motor stall was unknown. The pump will be returned to the manufacturer for analysis. The patient¿s weight and medical history was unknown. The provided information has been confirmed with the physician. 2017 additional information was received from a healthcare professional (hcp) via a company representative. The withdrawal, feeling sick and terrible was resolved. It had already started to get better by the time the pump was replaced.

Manufacturer narrative:
Analysis results were not available as of the date of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative via the returned paperwork. The pump logs indicate that the pump was used to deliver dilaudid [10 mg/ml] at 3.611 mg/day, sufentanil [440 mcg/ml] at 158.90 mcg/day and clonidine [1000 mcg/ml] at 361.1 mcg/day. The earliest recorded event in the returned logs is a motor stall recovery that occurred (B)(6)2017 the logs show that multiple motor stalls and motor stall recoveries beginning on (B)(6)2017. Followed by a "tube set" message on (B)(6)2017, with no recovery noted. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.